Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: functional tests were performed using the returned device to verify the movement of the cut trigger. After pulling the cut trigger, it returned to its original position normally. The event was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the powerseal cut trigger could not return. The issue was found during laparoscopic nephrectomy, therapeutic procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.